Manufacturer narrative:
Section a patient information: no information as there is no patient involved in the event. The abbott representative was able to measure 113-114v ac between the frame of the alinity hq processing module and ground. The abbott representative found that this issue was due to wrong plug type. All plugs were then installed with a new adaptor that ensures that instruments are grounded properly. This solved the issue, with no measurable voltage between ground and instrument. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The abbott representative received a shock when working on the alinity hq processing module and touched metal on 2 alinity hq processing modules at the same time. The abbott representative stated the shock was quite minor, similar to a static shock or tingle. No medical attention was sought. There was no lingering effects of the shock, it was just a momentary shock and tingle while touching. No injury was reported.

Manufacturer narrative:
Abbott service inspected the instrument and found that the alinity hq processing module hq01208 had the wrong plug type. The plugs were installed with a new adaptor that ensures that the instruments are grounded properly. This solved the issue and abbott service could no longer measure any voltage between ground and instrument. A review of tickets identified no subsequent issues related electric shock, after the current issue was identified. A trend review found no elevated complaint activity for the alinity hq processing module (list number 09p68-01). A review of historical data revealed no systemic issues or nonconformances applicable to the current complaint. Manufacturing documentation for the did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity hq processing module.

Event description:
The abbott representative received a shock when working on the alinity hq processing module and touched metal on 2 alinity hq processing modules at the same time. The abbott representative stated the shock was quite minor, similar to a static shock or tingle. No medical attention was sought. There was no lingering effects of the shock, it was just a momentary shock and tingle while touching. No injury was reported.